Event description:
Customer reported unexpected negative reactivity with panoscreen I,ii and iii, lot 12343, in two different patient samples having anti-e.

Manufacturer narrative:
No additional information given by customer. Immucor attempted to contact the customer 4 more times to get additional information about the event. No further information given by customer.